Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable roche cardiac poc troponin t result from a cobas h232 meter serial number (B)(4). The cobas h232 meter is not approved for distribution nor is like or similar to a product approved for distribution in the united states. The lot number of test strips used was either 32847611 or 33677911. The customer could not confirm. The initial result was 536 ng/l and the patient was sent to the hospital. The troponin t hs result in the laboratory using a cobas 6000 analyzer was less than 5 ng/l and the troponin I hs result using an abbot architect analyzer was less than 2ng/l. The tube labeling and other assays were repeated to confirm a mislabeling of the sample did not occur. The following day, another sample from the patient was tested with the poc troponin t and troponin t hs assays and similar discrepant results were received. No specific data was provided. There was no allegation of an adverse event. The patient was discharged from the hospital. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
No sample was provided for investigation. Relevant retention material of roche cardiac poc troponin t from lot # 32847610 and lot # 33677910 was measured on qualified retention cobas h 232 meter with three native blood samples and one spiked blood sample (c=550 ng/l), in comparison to our master lot # 28237880, each blood sample n=three test strips with each lot. The results of all measurements were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.